Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with a dialysis catheter. The customer states a female pt had a palindrome catheter inserted approximately 2 years ago in the right jugularis. About three weeks ago the pt noticed blood leakage from a crack between the insertion site and the suture wing. The catheter was pulled and replaced.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.